Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5120110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that the needle is slow to retract. Our (B)(6) hospitals have experienced off and on issues with. Not retracting the needle as expected and causing sharps safety issues for both patients and staff. Date of event ¿ 2/3/2026. Additional description of each issue observed - there is a concern for 18g incyte autoguard IV's, the needle is slow to retract in the safety mechanism. Whether any patient or staff adverse events occurred ¿ no patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.